Manufacturer narrative:
Tandem¿s t:flex user guide indicates that a cartridge alarm can be caused by over filling the cartridge (with more than 480 units of insulin). The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with multiple cartridges during pumping. Reportedly, the cartridge was filled with 500 units. Additionally, it was reported that multiple minimum fill messages occurred. It was confirmed that the user had an alternate method of insulin delivery.